Event description:
It was reported that during a da vinci si diagnostic laparoscopy procedure, the jaw on the fenestrated bipolar forceps instrument stopped working. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing when installed on an in-house is3000 system. The instrument moved intuitively with a full range of motion in all directions and the grips opened and closed properly. Engineering evaluation also found that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.